Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the antibiotics prescribed because the suture broke during the procedure and the surgeon was concerned about possible infection because of the suture issue? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient experience a post-op infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an incarcerated hernia surgery on (B)(6) 2026 and suture was used. The patient was admitted with the main complaint of "finding a reducible mass in the left inguinal region for more than a year". There were no underlying diseases in the past, and no abnormalities were found in vital signs upon admission. The patient was diagnosed with left inguinal hernia and received symptomatic treatment with surgery and medication. On the day of admission, during the incarcerated hernia surgery, when the doctor used suture ligation, the suture broke as soon as it was pulled, making ligation impossible. The doctor immediately removed the broken suture and replaced it with a new one for ligation. The surgery time was prolonged, and the patient's risk of infection increased. After the surgery, antibiotics were given to prevent infection, and no adverse events were found again. Additional information was requested.